Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) was at customer's site and verified z-axis error when running patient sample. Fse cleaned z guide rod and lubricated, also adjusted the sample needle to the center of tubes. Fse ran patient samples with lids on tubes without error, also ran quality control without error and results in acceptable range. The g8 instrument is functioning without errors; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(4) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting states the following: 710 z1-axis error. An abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to z axis needed lubrication and alignment.

Event description:
On (B)(6) 2018 a customer reported receiving 710 z1-axis error message while running patient samples on the g8 instrument. Technical support specialist (tss) instructed customer to check the rod of the sample nozzle, and customer informed the tss that the rod was clean and greased. Customer states the errors occur along with time out error of z sensor when running samples with lids, but when samples are without lids, run completes without errors. A field service engineer (fse) was dispatched to address the reported event, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.